Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected. Blue threads & fibers were noted on the distal coil. An attempt was made to insert a test guidewire into the device. Resistance was met in the distal coil due to the threads/fibers. The burr was microscopically examined and no issues were noted with the annulus of the burr. Blue fibers were noted on the distal coil. There were no scratches that exposed any brass on the plated back half of the burr. The burr was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the returned device indicates that the rotating burr came in contact with the ¿surgical gown¿ or ¿towelling¿ causing fibers to be entwined around the coil. The dfu states that ¿the burr at the distal tip of the rotalink¿ catheter is capable of rotating at very high speeds. Do not allow parts of the body or clothing to come in contact with the burr. Contact may result in physical injury or entanglement.¿ (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the burr was unable to load on the rotawire. A 1.50mm rotalink plus was selected to treat the left circumflex artery (lcx). During the procedure, it was noted that the burr was unable to load on the rotawire. The rotawire was exchanged but the same issue occurred. The procedure was completed with another 1.50mm rotalink plus. No patient complications were reported and the patient's condition was stable. However, device analysis noted blue threads & fibers on the distal coil.